Manufacturer narrative:
Upon further evaluation of the device, service confirmed the customer¿s reported issue, and found the indicators in the rotating mechanism were peeling off. In addition, the grip was damaged, and the rubber adhesive was chipped, due to external factors. Scratches were observed on the grip, control section, rotating mechanism, switch box, angle lever, up/down plate, universal cord, scope connector, scope connector cover, and light guide lens, due to external factors. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the forceps diameter display plate came off the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the insertion tube coating was peeling off. This report is being submitted for the malfunction found by service during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's new final investigation. Based on the results of the investigation, it is likely that the event occurred due to one or more of the following: -user handling. -when the dilution of the chemical solution used during cleaning, disinfection and sterilization (cds) is not according to the instruction manual, or deterioration due to chemical attack due to long-term immersion. -degradation due to chemical attack due to the use of xylocaine spray or disinfectant containing benzalkonium chloride during cds. -storage in inappropriate environments such as places exposed to direct sunlight, hot and humid places, x-rays, uv rays and ozone. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.